Event description:
It was reported that the patient received 17 inappropriate shocks due to noise oversensing. The short interval counter was up to 3624 and rv pacing impedance triggered an alert for a measurement over 2500 ohms. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.